Manufacturer narrative:
The problem was due to a component failure (broken compact charger). We are unaware about patient injury.

Event description:
The laser system has the following problem: "no simmer, problem with power supply ". No adverse effects to patient were reported.